Event description:
The (B)(4) confirmed that the thrombosis was observed prior to smart stent implantation.

Manufacturer narrative:
After releasing the smart control stent and x-rays were performed, the surgeon measured the stent and reported that a 10cm smart control stent was contained in the box rather than an 8cm one. The smart control stent remained in situ. There were no adverse patient consequences reported. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. The outer and inner labels of the product packaging indicated the product was an 80mm length stent. The target lesion was located in the right common iliac artery. The lesion was 6cmm in length, 8mm in diameter, non-tortuous, thrombosed, and a chronic total occlusion with no calcification. The stenosis percentage was unknown. The access site was the femoral artery. There was no difficulty advancing the stent delivery system (sds) to the lesion or crossing the lesion. The lesion was not pre-dilated prior to stent implantation. The user advanced the sds past the lesion site and pulled back until the radiopaque stent markers were in position (so that they were proximal and distal to the lesion site). The user held the handle of the sds flat and straight outside the patient. It was unknown if longitudinal force was applied during deployment of the stent that may have caused it to lengthen during deployment. The product remains implanted in the patient; therefore, is not available for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14135965 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14135965. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. The smart control 8x80 mm crimped stent lot 14133646 was reviewed. It was observed during review of this lot that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 14133646. No other issues were noted that were considered potentially related to the reported complaint. The receiving inspection records for the expanded stent 8 x 80 lots 200905120075 and 200905050265 were reviewed, and these lots were deemed acceptable. The before and after lots 14135963 and 14135961 were reviewed, and no nonconformance records or excursions were found for these lots. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. It is known that a 10mm stent cannot be mounted on an 8mm delivery system and that the instructions for use (IFU) delivery instructions must be closely followed in order to prevent stent elongation/compression during delivery and that vessel characteristics may also play a role. Vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. Additional information will be submitted within 30 days from receipt.

Event description:
After releasing the smart control stent and x-rays were performed, the surgeon measured the stent and reported that a 10cm smart control stent was contained in the box rather than an 8cm one. The smart control stent remained in situ. There were no adverse patient consequences reported so far. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. The outer and inner labels of the product packaging indicated the product was an 80mm length stent. The patient's current status is normal. The target lesion was located in the right common iliac artery. The lesion was 6cmm in length, thrombosed, chronic total occlusion, with no calcification. The reference vessel was 8mm in diameter and non-tortuous. The stenosis percentage was unknown. The access site was the femoral artery. There was no difficulty advancing the stent delivery system (sds) to the lesion or crossing the lesion. The lesion was not pre-dilated prior to stent implantation. The user advanced the sds past the lesion site and pulled back until the radiopaque stent markers were in position (so that they were proximal and distal to the lesion site). The user held the handle of the sds flat and straight outside the patient. It was unknown if longitudinal force was applied during deployment of the stent that may have caused it to lengthen during deployment. There was no characteristic of the target vessel that may have forced the stent to lengthen.